Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Customer states that every protocol tested by acr physicist had a lower ctdi than what was measured. The physicist said, the ctdi as stated on the philips protocol parameters is between 15 to 25% lower than what he is measuring with his probes.